Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot. (B)(4).

Event description:
The customer's mother reported via phone call of a crack on the screen of the insulin pump. The customer's blood glucose level was unknown. The mother stated that her son fell on the stairs and there was a crack on the screen. The customer stated the damage is on the lcd screen. The customer stated that they treated with a shot of manual injection of lantis and novalin. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.